Event description:
The duett sealing device was deployed (antegrade puncture via 6f sheath) following a stent placement. The pt rec'd asa, heparin and a double dose of integrilin followed by an integrilin drip. The deployment was without complications, and the pt was transferred to the micu. The physician stated that the puncture was normal (a single puncture of the anterior wall). Within 1.5 hours of the procedure, the pt became unstable and was treated for the possibility of acute stent closure. The attending physician was called 1 hour later. At that time, the pt coded and expired. The post-mortem determined that an extensive retroperitoneal bleed was the actual cause of death.